Manufacturer narrative:
(B)(4). The thumb screw was not returned for further evaluation. Visual inspection of the remainder of the instrument exhibited wear and tear consistent with extensive use during the potential field age of approximately 2 years and one month. Impaction marks were evident on the a-frame dovetail feature, indicating mis-use of the device. This device is used for treatment. The frequency of use of this instrument is unknown. Based on review of the a-frame, a likely cause for the reported issue is impaction/misuse of the device. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the lateral alignment frame broke while trialing the acetabulum.